Event description:
It was reported that the release lever was getting stuck in the down position after being released. This could allow the power load trolley to not lock in place properly when a cot is loaded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.